Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor failed to display readings on the ilet after the user was approximately 10 feet away while showering, and subsequent attempts to reconnect by toggling sensor type and reinstalling the app did not promptly restore pairing; the device experienced intermittent bluetooth connectivity and pairing failure to the ilet only. Symptoms included hyperglycemia with glucose values up to 252 mg/dl without associated acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, with the event resolving without lasting impact. Investigation included technical troubleshooting and user education regarding bluetooth connectivity and app pairing. Investigation of this case revealed an intermittent communication issue between the sensor and the ilet. It was concluded that the event was related to a temporary loss of wireless connectivity, and the issue did not result in injury. The device has not been returned.